Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer was not responding. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported via follow up that the display does not respond to the stylus; another stylus was tried, but to no avail.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer touchscreen was not responding the stylus. Analysis noted that the keyboard latch was broken and there screws hinges cover was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. Correction: initial reporter address was corrected. If information is provided in the future, a supplemental report will be issued.